Event description:
Info received that the head of bed was not going up. No injury reported.

Manufacturer narrative:
Technician stated the head was not going up. Bed out of service. Found when he uses head up, the auto contour raises the knee up. Requested him to check the head up valve, head down valve, or CPR valve or the coils and wires to isolate issue. Repair not yet complete.